Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. Reportedly, the issue was resolved using the same supplies. Customer¿s blood glucose was 393 mg/dl.